Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection found no issues that would result in the adhesive pad separating or detaching from the device.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours. The pod reportedly separated from the adhesive at the infusion site (leg), causing the cannula to dislodge. Information on treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.